Event description:
It was reported that the shaver console is defective. It does not work when plugging in the shaver handpiece. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
It was reported that the shaver console is defective. It does not work when plugging in the shaver handpiece. The reported event was confirmed. The service evaluation revealed a defective connector at both channel 1 and 2. The most likely cause is attributed to wear and tear.